Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). Excessive vault was observed. Lens remains implanted. Reportedly, "scheduled lens removal and replacement." Cause of event was not reported.